Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that the atrial lead exhibited noise and a capture anomaly. The physician indicated that the patient had an unresponsive atrial chamber. No intervention or patient symptoms were reported.